Event description:
It was reported that "the swg was found kinked prior the patient". No patient involvement.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization kit for evaluation. No obvious signs-of-use were observed on the returned device. Visual inspection of the guide wire revealed no kinks in the body. The distal weld was present and appeared full and spherical. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. Adhesive residue was observed on the returned device. The presence of adhesive was confirmed via inspection with a uv light. The returned guide wire length measured 4 1/2" via calibrated ruler which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter (od) measured 0.400mm via calibrated micrometer which was within the specifications of 0.381mm-0.404mm per product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge which was within the specifications of 0.0165"-0.018" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered partway up the needle cannula while attempting to thread the guide wire. With light force, the guide wire was able to pass. However, adhesive residue was observed exiting the distal end of the cannula as the guide wire was threaded through. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. CAPA was previously implemented by the manufacturing site under teleflex quality systems to address this issue. The CAPA investigation indicated that the issue was manufacturing related. The relevant lots within the reported kit were manufactured prior to the implementation of the corrective action. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior the patient". No patient involvement.

Event description:
It was reported that "the swg was found kinked prior the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only. Other remarks: n/a; corrected data: n/a.